Event description:
It was reported to philips that the system shut down, preventing fluoroscopy and stopping the procedure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was actively being used, but there was no image displayed on the monitors, and fluoroscopy or exposure was not functioning. The philips remote service engineer (rse) inspected the system remotely and found that the system shut down during a case, resulting in no image display on the data and flex monitors. The system powered off after 9 minutes, and although they restarted it, the issue persisted. To resolve the issue, the fse reloaded the software on the system from scratch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.